Manufacturer narrative:
The cec has adjudicated the previously reported restenosis of the left sfa is related to the study device, not related to procedure and drug.

Event description:
An in.pact admiral paclitaxel-eluting pta balloon catheter was used during index procedure in the sfa of the left leg (l-1). Approximately 22 months post index procedure the patient had restenosis of the left sfa (l-1) and was treated with pta. Event was resolved. Investigator assessed that the event is not related to the study device, procedure or paclitaxel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient was treated with a non-mdt balloon during previously report revascularization. Investigator indicated the event was possibly related to the study procedure.